Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the cxps card required replacement. The technician replaced the cxps card, tested the function and operation of the hexavue custom room rack, confirmed it to be operating to specifications, and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the monitors to their hexavue custom room rack went black and had a green "hue". The procedure was completed successfully following a short delay. No report of injury.